Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump started making a strange noise and when the customer looked at the insulin pump, it was turned off. Customer stated that the pump won't turn back on. Customer's blood glucose was 124 mg/dl at the time of the incident. Customer stated that the pump has not been exposed to moisture. Customer tested with a new battery but the display did not return. Customer stated that she was watching tv when the issue occurred. Customer stated that when she presses on the buttons, the pump makes a noise. Customer stated that the pump is still alarming even after taking the battery out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. No audio or beep anomaly noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, cracked display window and minor scratches on the display window noted.